Event description:
The physician reported several noise episodes stored within the memory of the associated ICD. A re-intervention was performed to correct the issue, and subject lead and associated ICD were explanted.

Manufacturer narrative:
Preliminary analysis of the returned lead showed insulation abrasion.

Event description:
The physician reported several noise episodes stored within the memory of the associated ICD. A re-intervention was performed to correct the issue, and subject lead and associated ICD were explanted.

Event description:
The physician reported several noise episodes stored within the memory of the associated ICD. A re-intervention was performed to correct the issue, and subject lead and associated ICD were explanted.